Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide cover glue was peeled. In addition it was noted that the air/water inlet at the scope connector (s-connector) is loose and missing the mount. The probe pink rubber is flabby. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Device was returned by the customer for the issue of damage to the air/water inlet at the scope connector (s-connector) during reprocessing. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the light guide cover glue was peeled. This medwatch is being submitted for the reportable issue of the light guide glue peeled that was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the light guide cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.